Event description:
The customer reported a failed battery test. Prior to the event, the patient cleaned out the battery cap with alcohol and cleaned the ridges on the insulin pump but when he screwed the cap back on, it sounded gritty. The customer used a new aaa alkaline battery at room temperature. The current blood glucose level is 67 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.